Event description:
Customer inserted afterslit into simulator to perform computed tomography simulation. Green lights indicated proper installation. When customer rotated the gantry, afterslit on simulator fell from the machine onto the floor. Pins on assembly latch were found to have been bent from impact due to the assembly having been dropped by the customer previously. A new, modified, afterslit assembly was sent to the customer on 2/18/99.